Manufacturer narrative:
A replacement faceplate was sent to the customer. In follow up with the customer, she reported that she has had mastitis multiple times in the past. The first time was when her first baby was (B)(6) months old and she was prescribed 3 different kinds of antibiotics. The second time she had mastitis was with her second baby, which she states was a terrible case. The third time she was diagnosed, she had to pump and dump and the doctor warned her if she got mastitis again, he would not administer antibiotics, instead he may have to operate. She stated that this scared her, so this time she self-diagnosed and took an antibiotic she had on hand. She also indicated in the past, when she was diagnosed with mastitis, she would pump to relieve it as it has always helped in the past. This time a part on her faceplate broke so she needed to have it replaced. She reported that her pump was working well with the replacement faceplate and that the mastitis is resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that one of the tubing ports on the faceplate of her pump in style advanced breast pump broke off, causing the pump to lose suction. She reported that she had mastitis for three months in a row and was on an antibiotic.